Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that blood glucose was entered into insulin pump without prompt. Customer also reported that buttons were not responding. Customer's blood glucose was 240 mg/dl. Customer does not know what caused anomaly. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. The test reservoir fits and locks in properly in the reservoir compartment noted. The insulin pump received with cracked reservoir tube lip and minor scratches on lcd window.